Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "introducer needle was placed and fixed; when inserting the syringe into the introducer needle a part of the needle hub is broken. As a result, a new needle was used." No patient harm was reported.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one introducer needle for analysis. Visual analysis revealed that a portion of the needle hub was broken and separated. The defect appears consistent with damage due to a design issue. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed and no relevant findings were identified. Based on the sample provided it was determined that design likely caused or contributed to this event. Further investigation of this issue is being performed under a CAPA. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "introducer needle was placed and fixed; when inserting the syringe into the introducer needle a part of the needle hub is broken. As a result, a new needle was used." No patient harm was reported.